Event description:
It was reported that during an attempted defibrillation threshold (dft) test, an open circuit condition was detected by the cardiac resynchronization therapy defibrillator (crt-d). Upon review it was noted that this right ventricular (rv) lead exhibited a low out of range shock impedance measuring below 125 ohms. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.